Manufacturer narrative:
Additional information: d3(MFR name and street 1), d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the clevis fixture was broken on both sides of the device. The broken pieces were received. It was reported that a component disengaged and the articulation joint was broken. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur because of the instrument being forced beyond its indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: device is contraindicated for certain applications and is to be disposed of properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hiatoplasty for a hiatal hernia, the device experienced a failure when its articulated arm broke, causing four plastic fragments to fall into the patient's abdomen. These fragments were promptly recovered and extracted from the surgical field, and a radiographic control was performed during the operation, confirming no foreign bodies remained. The device was removed and fully assembled to verify its completeness.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.